Event description:
A customer reported to baxter corporate product surveillance a clearlink y-type blood solution set in which the spike separated from the drip chamber. According to the report, the nurse spiked a bag of unknown platelets and hung the bag. After an unknown amount of time, the spike separated from the drip chamber. This resulted in platelets going all over the floor. The patient had not been connected; therefore there are no reports of patient involvement, patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.